Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to a tip foldover of the electrode array during initial implantation. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is filed on (B)(6) 2017.